Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an infection at the device incision site approximately one month post implant. There was a minimal break in the incision line laterally with some oozing, swelling, tenderness and warmth. There was no hematoma. It was noted that the infection was related to the procedure. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.